Event description:
The customer reported that the device had ¿service unit¿ error appearing while doing the shift check. There was no reported patient or user involvement and no adverse patient/user impact.